Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A return of symptoms were reported. The patient stated the health care physician (hcp) told them to call the manufacturer company and to go through the programs to see which would help them better. While on the call the patient synced with the patient programmer and it showed that stimulation was on. The patient stated they did not feel stimulation. The patient stated they were currently on program 3 at 5.0. The patient then increased stimulation to 6.1, which was comfortable and felt in the bike seat area. The patient was aware to decrease stimulation if stimulation were to become uncomfortable. The patient was going to continue to track their symptoms and was redirected by patient services to the hcp for direction on if the patient could make adjustments or try a different program and if so how long the patient should wait before making another adjustment. The symptoms the patient was experiencing were that they had no control of their urgency. The patient reported the hcp told them their bladder was not emptying all the way. The patient reported they would be sitting or laying down and when they would get up they had urgency and had to go right away. The patient stated this occurred ¿a couple of months¿ after implant. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). In response to the inquiry of the cause of the patient not feeling stimulation the hcp replied that yes, the device had not been turned up sufficiently. In response to the inquiry of what actions/interventions had been taken to resolve the patient not emptying their bladder fully and the return of symptoms, the hcp stated that the voiding symptoms were resolved. There were no further complications reported/anticipated.